Event description:
As reported to coloplast though not verified, pt was implanted with aris and novasilk mesh. Later the pt experienced urinary tract infections, pelvic pain, incontinence, dyspareunia, recurrent prolapse, levator spasm and pelvic floor weakness. A revision and removal of the mesh was performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.